Manufacturer narrative:
Additional information was added h6 and h11: h11: the actual device was not available and the lot number was unknown; therefore, a device analysis could not be completed. No photograph of the sample was provided for evaluation. The reported condition was not verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a prismaflex set an external blood leakage occurred. It was reported that "the connection/snap between the set and the thermax blood warmer breaks and blood starts flowing." Treatment was discontinued. It was also reported that there was "a large clot in the tube". There was no patient injury or medical intervention associated with this event. No additional information is available.